Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined based upon the reported information. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The repair of the subject device was cancelled because the subject device had been discontinued. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the laparoscopic surgery using the subject device in combination with the video processor otv- s7pro (patient was not under anesthesia), it was found that the display on the screen of the subject device disappeared when starting up. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.